Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. Contrast and blood were present in the inflation lumen and balloon. Inspection of the device revealed that there were numerous kinks in the distal end of the shaft. The balloon was microscopically examined and there was no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the tip of the device. The shaft was microscopically examined and there was damage to the inner shaft was a hole in the inner shaft wall 6.4cm proximal of the tip was revealed. There was also a kink in this location. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a balloon rupture occurred. A stingray lp catheter was selected for use in the coronary. A non-bsc 0.75 guide was used and there was an 80 degree angle from guide to artery. The procedure had been occurring for a while and exchanging wires was difficult at the ostium. During the procedure, it was noted that the balloon burst at approximately 5atm. A second balloon was selected, but this balloon also burst at approximately 5atm. There was an excellent outcome reentering via the second device used and the procedure was completed. There were no patient complications.

Event description:
It was reported that a balloon rupture occurred. A stingray lp catheter was selected for use in the coronary. A non-bsc 0.75 guide was used and there was an 80 degree angle from guide to artery. The procedure had been occurring for a while and exchanging wires was difficult at the ostium. During the procedure, it was noted that the balloon burst at approximately 5atm. A second balloon was selected, but this balloon also burst at approximately 5atm. There was an excellent outcome reentering via the second device used and the procedure was completed. There were no patient complications.